Event description:
This event was created by a letter from the patient in response to a device tracking mailing. The patient received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. The patient noted numbness after the device was implanted. The patient's physician was contacted and stated there was no complication around the time of the procedure and to date the graft remained implanted. To date no further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.